Manufacturer narrative:
Analysis: the sample was returned for evaluation; however, the investigation was not completed at the time of this report. During preliminary evaluation, functional testing revealed two material ruptures in the distal region of the catheter's balloon. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing records reveal the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was received for evaluation. When the investigation is completed, a supplemental report will be submitted with all relevant information. Although requested, patient demographic data such as age, gender, and weight will not be provided from the user facility. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that during preparation and prior patient treatment, this lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was allegedly unable to be inflated. Reportedly, the health care professional (hcp) prepared the dcb in the normal fashion. The balloon protector was said to be removed without issues and the catheter was flushed. A syringe was attached to the dcb but allegedly the hcp was unable to draw negative pressure. The hcp connected an indeflator in an attempt to draw negative pressure but an alleged air leak was identified. The device was not used and the procedure was completed with another lutonix dcb of the same size no adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample was returned and the evaluation is complete. The catheter had slight kinks throughout the length of the catheter, with a severe kink 74 mm from the proximal end of the balloon. The balloon was accordion shaped at the proximal end. A longitudinal tear 5.46 mm long with scratches was noted at the distal end of the balloon, along with a hole on the opposite side of the balloon under magnification. The balloon could be inflated but was unable to maintain pressure, resulting in immediate deflation due to the material ruptures. Conclusion: the actual sample evaluation was completed. The allegation of unable to inflate the balloon were confirmed by the evaluation finding of material ruptures at the distal end of the balloon. The balloon was not used during to procedure because negative pressure identified the material ruptures. The definitive root cause for material rupture could not be determined, based upon the available information. Data correction: combination product field was updated from no to yes. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.